Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks for patients ventricular rhythm. The shocks failed to convert the patients rhythm and this ICD displayed a code 1005 indicative of high out range shock impedance measurements for the patients right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with a lead revision recommended due to the failure to convert. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks for patients ventricular rhythm. The shocks failed to convert the patients rhythm and this ICD displayed a code 1005 indicative of high out range shock impedance measurements for the patients right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with a lead revision recommended due to the failure to convert. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the patient issued a do not resuscitate order, so no revision has been planned. No adverse patient effects were reported.